Event description:
This lead was capped because, the physician felt that the position of this lead was causing diaphragmatic stimulation. Should add'l info become available, this file will be updated.